Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500532 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1500532 was confirmed with sample received. During visual inspection the spring jaw component is damaged (bent upturned), no stuck clips in jaws. Failure mode loading issues was not confirmed with sample received during visual inspection; however it is unknown why the spring jaw component is bent. Functional inspection: despite condition of the applier (spring jaws component is bent) applier was activated and one clip was not released. Then applier was again activated and one clip was loaded, closed & released; a total of 2 clips released properly. During the manufacture of the device, the manufacturing facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time for this complaint.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.